Event description:
It was reported that during a vats procedure, after firing the instrument did not open anymore; used second instrument to cut out the first one; no further information available. Another like device was used. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.